Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was asymptomatic.

Manufacturer narrative:
Correction section b5 and section b6: update to the events with a complete description.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. Patient was brought to the clinic and isometric testing performed at the clinic did not reproduce the noise and no lead issues observed via chest x-ray imaging. No intervention was performed, and the patient was asymptomatic.

Event description:
New information received noted that the patient was presented at the hospital for lead revision. The right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition and loss of sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was asymptomatic and stable.